Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/20/2017 with the following findings: during investigation, the complaint of a humming noise was unable to be duplicated. The pump was opened to find no damage to the piezo or piezo contact pads.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a audio tone/vibration (audio tone issue) issue. It was alleged that the when the battery was changed and the pump was rebooted the pump made an unfamiliar continuous humming sound. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.